Event description:
The customer reported that while pippetting an hbc assay, summit sample handler delivered low sample/diluent to wells in row g and no error message was generated. The customer also indicated that there was foam in these wells. A service tech was dispatched but could not reproduce the problem. The technician inspected the instrument and performed diagnostic checks. No death or serious injury was associated with this event.